Manufacturer narrative:
The reported event for the tibial component could not be confirmed since the device was not returned for evaluation and review of the CT imaging did not confirm any failure of the device. Medical affairs was consulted on the details of this case. According to their review of the information and CT imaging, "the tibial component seems to be in place and intact. The pe cannot be assessed directly in the CT. There are no clear signs of breakage or dislocation, however. The talar component does show some significant cysts and radiolucence around its base. Given clinical correspondence, this could be interpreted as potential loosening." Based on investigation, the root cause was attributed to a patient related issue. The pain or perceived loosening was likely caused by the cysts found around the talar base. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with gutter pain. The surgeon ordered a spec CT scan to see if showing any loosening or impingements. CT was completed showing some light up in gutters and underneath talar implant. The physician plans to revise both tibial and talar components.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with gutter pain. The surgeon ordered a spec CT scan to see if showing any loosening or impingements. CT was completed showing some light up in gutters and underneath talar implant. The physician plans to revise both tibial and talar components.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.